Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device will not be returned to olympus for evaluation. The investigation is in process. A supplemental report will be submitted once the investigation has been completed or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus the video system experienced a lamp error. It is unknown when the event took place. There was no report of patient or user injury associated with the event.